Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4592-53 lead, (B)(6) 2004; 4092-58 lead, (B)(6) 2004. (B)(4).

Event description:
It was reported that the patient is a heart transplant patient. It was also reported that the right atrial (ra) lead was sensing the patient's original heart tissue and the patient is experiencing atrial arrhythmias in the patient's new heart that needs to be sensed. The ra lead was capped. No patient complications have been reported as a result of this event.